Manufacturer narrative:
Follow-up contact by our affiliate was able to determine, that a hamstring graft was used in the procedure and the patient's bone quality was normal. The surgeon did not provide any other information about the event, such as lot number, fixation, or if the area was cultured. Nothing is being returned and no lot number was supplied, both of which preclude conducting a physical evaluation or a lot history review. At this time no further action is warranted, however, if any new pertinent information germane to this issue surfaces the information will be reflected within this file and a follow up report will be submitted.

Event description:
Following was reported to a depuy mitek marketing person from our affiliate in another country. An orthopaedic surgeon has seen 2 patients in the last 2 weeks showing similar symptoms. Both patients had tibial fixation following an acl reconstruction with intrafix. The patients returned approximately 2 years post-op complaining of pain over the site of the screw with granulosis and synovitis at the area of insertion. Subsequently the screws were removed. Please also see: 1222934-2007-00206